Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient had acute renal failure and died. The patient was admitted to the emergency department at a different facility (B)(6) of 2016 due to an accidental fall from a horse. Patient already had reduced renal function. The patient underwent computed tomography angiography (cta) with contrast which revealed deep vein thrombosis (dvt). Three days after being admitted to the hospital a thrombectomy procedure was performed with the use of an angiojet catheter with no issues. The next day the patient was put on dialysis. Ultrasound-enhanced thrombolysis was also started. The patient was transferred to the current facility five days later with acute renal failure (arf). Ultrasound-enhanced thrombolysis with a non bsc endowave infusion catheter system was performed and was left running for 48 hours. An angiojet procedure was performed the day after the endowave infusion was started. It was noted that the angiojet procedure did not exceed run limits. No complications were reported during the procedure and the patient was still noted to be in acute renal failure. The patient died the next day potentially from a combo of blood loss during and after angiovac, organ failure, and arf.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had acute renal failure and died. The patient was admitted to the emergency department at a different facility on (B)(6) 2016 due to an accidental fall from a horse. Patient already had reduced renal function. The patient underwent computed tomography angiography (cta) with contrast which revealed deep vein thrombosis (dvt). Three days after being admitted to the hospital a thrombectomy procedure was performed with the use of an angiojet catheter with no issues. The next day the patient was put on dialysis. Ultrasound-enhanced thrombolysis was also started. The patient was transferred to the current facility five days later with acute renal failure (arf). Ultrasound-enhanced thrombolysis with a non bsc endowave infusion catheter system was performed and was left running for 48 hours. An angiojet procedure was performed the day after the endowave infusion was started. It was noted that the angiojet procedure did not exceed run limits. No complications were reported during the procedure and the patient was still noted to be in acute renal failure. The patient died the next day potentially from a combo of blood loss during and after angiovac, organ failure, and arf.